Manufacturer narrative:
A thorough evaluation of the device was performed upon receipt at our post market quality assurance laboratory. Review of device memory indicated that a charge timeout alert (> 45 seconds) had been recorded. The device case was opened, and visual inspection noted that one of the two high voltage (hv) capacitors was swollen. The hv capacitor was analyzed, and it was concluded that the hv capacitor experienced internal arcing caused by a low resistance pathway between anode and cathode plates within the capacitor. This capacitor issue impacted the device's ability to provide shock therapy because the hv capacitors could not be fully charged.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was tested prior to the implant procedure and a code 1007 was observed. This code indicates that the shocking capacitors are not charged to the programmed voltage 45 seconds after the start of charging. The company representative attempted a cap reform again, but had the same outcome. The device was not implanted and was returned for analysis. There was no patient involved.